Event description:
The customer reported that communication was lost between the pod and the pdm and there was "no option to reconnect". She also experienced high bgs (298-314mg/dl) while wearing this pod. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.